Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-8770-06 soft tissue protector, 2.4 mm batch/lot number 04511846 was received for evaluation. The device was received with a (ar-8943-42 batch 1392313) drill stuck inside the cannulation guide. The drill is damaged and bent in different places of the shaft. Upon visual evaluation, heavy signs of wear were observed on the device. The laser marks are faded, with discoloration spots all around. Functional testing was not performed as the device was received damaged. The most likely reason for the reported failure is user error, due to misuse causing the drill to get stuck and bent inside the instrument.

Event description:
On 02/05/2025, a sales representative via (B)(4) reported that an ar-8770-06 soft tissue protector had a drill bit lodged and stuck inside the protector device. They tried to remove the drill bit, but it stuck inside. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.